Event description:
Reporter called for part number and price of a biphasic pcb assembly repair kit for device. The reporter said the device was non-functional with no energy output, and the service wrench indicator was illuminated.

Manufacturer narrative:
Called customer back with offer of service. Customer had scraped device because it had reached end of useful life. No root cause can be determined.